Manufacturer narrative:
Concomitant medical products: product ID: 3080, lot# l71187, implanted: (B)(6) 1999, product other relevant device(s) are: product ID: 3080, serial/lot #: l71187, ubd: 30-sep-2003, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was explanted, but it was unknown if the leads were completely removed. The caller noted that the patient had lost significant weight and the ins was uncomfortable as well as that the therapy was not working. The caller noted that the explant had occurred on (B)(6) 2018, but was unsure when the issues had first started. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.